Manufacturer narrative:
Reference record (B)(4). Correction: expiration date.

Event description:
Follow-up report.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported that on (B)(6) 2018, he was prescribed an oral antibiotic for stoma site infection. The patient was unsure of the antibiotic, but the stoma site is now clean and dry.